Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial knee replacement surgery and subsequently, a revision procedure was performed due to bearing fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the hospital that a patient underwent an initial knee replacement surgery and subsequently, a revision procedure was performed due to bearing fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided and returned product evaluation. Device history record (DHR) was reviewed and no discrepancies were found. An agc dual articular 2000 arcom bearing was revised after approximately 10 years due to the fracture at the posteromedial edge of the medial condyle. The bearing surfaces display extensive whitening and delamination which is suggestive of polyethylene oxidation, in particular on both the superior and inferior articular surfaces of the medial compartment, towards the location of the fracture, and posteriorly on the superior articulating surface of the lateral compartment. The intercondylar post also shows damage to its medial edge, with extensive narrowing. The provided radiographs show that the tibial stem does not appear to be positioned centrally within the tibial canal, with the lateral edge of the tibial component overhanging the lateral edge of the tibial plateau. This may have caused malalignment with the femoral component, and may have resulted in excessive stress in the posterior portion of the medial compartment. It seems likely that this elevated stress contributed to the extensive wear, oxidation and fracture of this component. Other factors which can contribute to the stresses experienced by the joint include soft tissue constraint and patient related factors, such as weight, activity level or trauma. The contribution of these factors cannot be assessed without further patient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.